Event description:
New information received indicated that the right ventricular lead was capped and replaced on (B)(6) 2018. Patient was stable throughout and was discharged the next day.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, the implantable cardioverter defibrillator and right ventricular lead exhibited oversensing and noise episodes. It was noted that these episodes resulted in pacing inhibition. Patient denied any symptoms and was stable. No device intervention was performed; the physician elected to continue monitoring the patient.

Manufacturer narrative:
Correction: date of event was previously reported as (B)(4), 2018 and was incorrect. The correct (B)(4), 2018.

Event description:
New information received indicated that there were additional episodes of oversensing of noise resulting in inappropriate inhibition of pacing. No device intervention was performed. Patient is stable and will continue to be monitored.